Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the failure analysis. The master tool manipulator (mtm) was analyzed. In the system logs, the 23030 error was found indicating counter-balance issues on axis 2 and 3. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) where all tests passed. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axis 2 and 3 counter-balance on the left mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse calibrated the left master tool manipulator (mtm), and a non-recoverable 23030 error occurred after the calibration. The fse replaced the mtm to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the left master tool manipulator (mtml) would drift when the surgeon released the grips. The procedure was completed with no reported injury.